Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent system was used during an esophageal stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture due to esophageal cancer. The stricture was approximately 7cm in length and located in the distal esophagus. During the procedure, the stent was deployed at the target lesion. Following placement, the stent failed to fully expand. The physician attempted to push open the stent using the end of the endoscope and by pouring hot water on the stent. However, the stent still was not fully open. The stent was removed from the patient with forceps. No visible damage was noted to the device. A wallflex esophageal stent was placed successfully to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of stent failed to fully expand. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for this event is operational context.